Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the patient's receiver restarted itself without manual input on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, the receiver was determined to be in good condition. However, a "call tech support" and hardware error icon were observed on the screen. Global receiver functional testing resulted in no failures related to the customer complaint. The receiver case was opened and inspected and no faults were detected. A review of the receiver data log confirmed battery failure. The customer complaint was confirmed. The root cause was determined to be a defective battery and a defective component in the receiver's printed circuit board. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.